Event description:
Patient developed post-operative infection at posterior surgical site. Patient was hospitalized and treated medically for infection.

Manufacturer narrative:
An investigation of this event was conducted in accordance with internal procedure and applicable regulations. The actual device was not returned for evaluation. The code was selected "other" meaning that the manufacturing process, design, inspection, testing, lot records, training, etc. Were evaluated. The reporting physician is treating the post-operative infection however, he did not perform the original surgical procedure.